Event description:
It was reported that during a da vinci-assisted surgical procedure, the right eye of the surgeon console was black. Intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer to perform the system reboot with breaker and clean blue fiber cable, but the issue re-occurred. The tse viewed the system logs but did not see any related errors. The tse asked the customer if it would be possible to swap out the surgeon console with other system. The customer confirmed that the console could be swapped. The procedure was completed as planned with no reported injury. Customer was unable to release patient information due to the privacy policy of the hospital.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereoscope viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the hrsv returned. However, isi has not received the product involved with the alleged issue to perform failure analysis.

Manufacturer narrative:
The high-resolution stereoscope viewer (hrsv) involved in this event was received and failure analysis testing was performed. The hrsv was installed on a test system. The system started up without any errors. No issues were identified during visual inspection. However, there was no video on the display. The reported failure was confirmed through failure analysis.